Event description:
Per the clinic, the device was electively explanted on (B)(6) 2024 due to device non-use.

Manufacturer narrative:
Device analysis report attached. This report is submitted on may 06, 2024.